Event description:
Patient contacted depuy regarding their total hip replacement and recurrent dislocations. Patient's medical records were received. Records indicate the patient had recurrent dislocations. The patient's head and liner are being reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy regarding their total hip replacement and recurrent dislocations. Patient's medical records were received. Records indicate the patient had recurrent dislocations. The patient's head and liner are being reported. Head and liner: doi: (B)(6) 2006 dor: (B)(6) 2007. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Provided patient records have been reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.